Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: additional PMA/510(k) number k011028, k013227.

Event description:
It was reported that the implant at tooth site #30 was removed due to peri-implantitis. Pt was at routine cleaning appt and dentist noticed a lucency around implant. Grafted for future implant, will place another implant once graft is healed.